Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7101544, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7100806, UDI: (B)(4).

Event description:
It was reported that the stimulation was not helping patient's pain despite of optimizing the program multiple times. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility.